Manufacturer narrative:
It was reported that the patient had chronic instability of an unknown cause. A total revision was made to a depuy implant system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had chronic instability of an unknown cause. A total revision was made to a depuy implant system.